Manufacturer narrative:
G2: citation: authors: ten brinck, m. F., jäger, m., de vries, j., grotenhuis, j. A., aquarius, r., mørkve, s. H., rautio, r., numminen, j., raj, r., wakhloo, a. K., puri, a. S., taschner, c. A., <(>&<)> boogaarts, h. D.. Flow diversion treatment for acutely ruptured aneurysms. Journal of neurointerventional surgery 2019. Doi:10.1136/neurintsurg-2019 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient age and sex are the mean of the patients in the study. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ten brinck, m. F., jäger, m., de vries, j., grotenhuis, j. A., aquarius, r., mørkve, s. H., rautio, r., numminen, j., raj, r., wakhloo, a. K., puri, a. S., taschner, c. A., <(>&<)> boogaarts, h. D. (2019). Flow diversion treatment for acutely ruptured aneurysms. Journal of neurointerventional surgery, 12(3), 283¿288. Https://doi.org/10.1136/neurintsurg-2019-015077. Medtronic literature review found reported of patient complications in association with pipeline device. The purpose of this article was to evaluate complications, clinical, and angiographic outcomes of patients treated with a flow diverter for acutely ruptured aneurysms. This multicenter study evaluated complications, clinical, and angiographic outcomes of patients treated with a flow diverter for acu tely ruptured aneurysms. This study was conducted as a retrospective observational study of 44 consecutive patients who underwent flow diverter treatment within 15 days after rupture of an intracranial aneurysm at six centers. The primary end point was good clinical outcome, defined as modified rankin scale score (mrs) 0¿2. Secondary endpoints were procedure-related complications and complete aneurysm occlusion at follow-up. Flow diverter treatment of ruptured  intracranial aneurysms was associated with high rates of proc edure-related complications including aneurysm re-ruptures. Complications were associated with poor clinical outcome. In patients with available angiographic follow-up, a high occlusion rate was observed. Patients were treated with the following types of fd: 21 su rpass (48%), 12 fred (27%), 4 pipeline embolization device (9%),  4 silk (9%), and 3 derivo (7%). No pipeline flex embolization devices with shield technology were reported. Placement was successful in all cases with complete neck coverage.  The following intra- or post-procedural outcomes and technical issues were noted: - eight patients died resulting in an all-cause mortality rate of 18%. Six patients died during the initial hospitalization, one patient died in an outside hospital shortly after discharge, and one patient died in a nursing home due to sepsis. In five of the eight deceased patients death was probably procedure-related. - procedure-related complications were associated with a poor clinical outcome (mrs 3¿6; or 5.1(95% ci 1.0 to 24.9), p=0.04). Large aneurysms were prone to re-rupture with rebleed rates of 60% (3/5) vs 5% (2/39) (p=0.01) for aneurysms with a size =20mm and <(><<)>20mm, respectively. - in 20 patients (45%), 25 procedure-related complications occurred. Of these 20, aneurysm types included 10 fusiform, 4 dissecting, 4 saccular, 2 blister-like aneuysms. Of the 20 post-procedural complications, 18 (90%) occurred within 30 days after treatment, 1 between 30 days and 6 months follow-up, and 1 after 6 months follow-up. - in 5 patients re-rupture occurred. - there were 6 ischemic strokes (reported as not caused by dci), - there were 10 intracranial hemorrhagic strokes (5 rebleeds, 2 intraparenchymal hemorrhages not related with ventriculostomy, 2 ven tricular shunt-related hemorrhages, and 1 extra-axial hemorrhage (increase subdural hematoma)). Of the 5 rebleeds, aneurysm type included 2 fusiform, 2 saccular, and 1 blister-like. - there were 2 gastrointestinal bleeds - there were 2 retroperitoneal hematomas. - the total number of procedure-related strokes was therefore 15 (in 14 different patients (32%)), 6 ischemic, 9 hemorrhagic, leading to permanent neurological deficit in 12 patients (27%). Of the 12 patients with permanent neurological deficit caused by procedure-related complications aneurysm types included 5 fusiform, 2 dissecting, 3 saccular, and 2 blister-like. - of these 25 complications, five occurred intraprocedurally; three concerned a thromboembolic complication (7%). The two others were a vertebral artery dissection with stenosis and severe vasospasm which led to abortion of the procedure. - follow-up angiography in 29 patients (median 9.7 months) showed  complete aneurysm occlusion in 27 (93%). In patients with available angiographic follow-up data, two aneurysms (7%) were classified as rr class iii. - additional treatment modalities were used in 10 cases. One case concerned stent placement within the fd in an attempt to improve wall apposition. In the other nine cases aneurysms were additionally coiled; in one of these treatment was staged with coiling performed at day 1 after sah and fd placement at day 12. Of the additionally coiled, aneurysm type included 3 fusiform, 3 dissecting, and 3 saccular. - in one case migration of the flow diverter (fd) into the aneurysm was observed. There was inadequate position of the fd. There was rebleed 7 days after intervention. Dsa 1 day after revealed migration of the fd into the aneurysm. Catheterization of the fd was not possible. Therefore, 2 days later the ipsilateral a1 segment was coiled.